Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Corrected data: patient code and device code.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl, may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. The device was not available to be returned to edwards for evaluation. Therefore, the device evaluation was not able to be completed and the root cause for the pvl remains indeterminable; however, patient related factors and procedural factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 21mm pericardial valve was explanted after an implant duration of one year and 11 months due to a significant paravalvular leak (pvl). After implantation, the ultrasound patient's discharge showed no paravalvular leakage. At explant, surgeon was able to visually observe the location of the leak at the commissure between the non-coronary portion and the right coronary portion of the native ring. As per surgeon opinion, there were not any calcifications or hypertrophic tissue that may have caused or contributed to the pvl. The explanted device was sent for analysis to anatomo-pathology and bacteriology, results were negative for both analysis. The explanted device was replaced with a non-edwards valve. Patient was reported as to be discharged.